Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. Medtronic representative reported that the chief operating room (or) technician believed the site did not attach the reference to the patient. This would then lead to the reported issue.

Event description:
A medtronic representative reported that, while attempting to perform a 3d acquisition, an error message appeared stating that 3d acquisitions were disabled. The site was able to perform 2d acquisitions without fault. Following a disconnect of the unit, and transfer to another room, the system could perform the acquisitions. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.